Event description:
It was reported that the patient presented for routine generator change. Interrogation prior to the procedure noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition and inappropriate mode switch. The programming changes were made and the patient continued to be monitored. The patient was stable throughout.